Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a tear at the bottom of the sac collar that looked like it was cut by a sharp object, which caused water to leak out. How and when the event occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon deflated due to a water leak. On the 10th day of use, the user was unable to aspirate any water from the balloon. The user then pulled gently to check inflation, and the catheter came right out with a deflated balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon deflated due to a water leak. On the 10th day of use, the user was unable to aspirate any water from the balloon. The user then pulled gently to check inflation, and the catheter came right out with a deflated balloon.